Event description:
It was reported that a patient underwent a repair of the perineum on (B)(6) 2012 and suture was used. During the procedure, the needle broke. An x-ray was performed to locate the needle fragment. The fragment was visualized in the cavitas pelvis and removed. There were no adverse patient consequences and the patient has since been discharged from the hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected narrative: an x-ray was performed to locate the needle fragment. The fragment was visualized in the cavitas pelvis. The needle was not removed and remains retained in the perineum. It is unknown if surgery is planned to remove the fragment. The patient has been discharged to home. (B)(4).